Manufacturer narrative:
(B)(4). Eval results and conclusion: (previously implanted iliac stent), (graft kinking, surgical conversion to open repair). Eval summary: medtronic has received the device and its eval is complete. There were no stent graft integrity issues observed, it appears that the complaint was due to the previously implanted iliac stent.

Event description:
A talent converter stent graft was implanted inserted a pt for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. The pt had been admitted for something else. The right iliac was occluded due to a completely thrombosed right iliac aneurysm. The left iliac was unremarkable without calcification and tortuosity and large in diameter but contained an iliac stent. An iliac stent had been placed in the left iliac four months ago unnecessarily for no apparent reason. The iliac stent was undersized and already loose, with part of the stent apposed to the iliac wall and part inside the aaa. Prior to the evar case with a talent converter, it was anticipated that the iliac stent might complicate the procedure and that an open repair might be necessary. At the case, a 12 mm balloon was used to dilate the left iliac. The talent converter was deployed without issues, but the iliac stent caught on the stent graft and started to compress the stent graft. It was then decided to convert the pt, and the iliac stent was removed at the conversion. The delivery system had no kinking evident. No add'l clinical sequelae were reported, and the pt is fine.